Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04478 / 04479).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2010. Subsequently, patient underwent revision procedures on (B)(6), 2011 and (B)(6), 2012 due to unknown reasons. It was further reported patient underwent a revision procedure on (B)(6), 2015 due to infection. All product was removed and replaced with cement spacer molds. Patient underwent reimplantation on (B)(6), 2015.